Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Per engineering troubleshooting guide, open book was generated since the internal memory failed. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, stained keypad overlay, battery tube threads - cracked, scratched case and damaged display window cover. Unable to confirm frozen screen, unexpected battery power loss, pump error 53 and display anomaly (date/time and flashing mdt) due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to hardware issue. Moisture damage confirmed at pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump stopped working. Customer received pump error 53 (software error detected) and no information on the screen, back button was flashing red. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer was unable to clear the alarm and received request to rewind pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.